Event description:
It is further reported that the single use device was used multiple times.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h2, h3, h6, h10 no product was returned or pictures provided; visual and dimensional evaluations could not be performed. The customer stated that the drills were used multiple times. The drills are single use devices. No other anomalies could be identified. Lot identification is necessary for review of device history records, lot identification was not provided. The root cause of the reported issue is attributed to a user error. The IFU for this device, IFU for twist drill (01-50-1260)_reve, states that the device is single use only. Do not attempt to clean or re-sterilize this product. After use, this product may be a potential biohazard. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2021-00476, 0001032347-2021-00490, 0001032347-2021-00440. Medical products: tw drill 1.5x50mm 5mm stp w/nt, item# 01-9192, lot# ni; drill 1.6x50mm 22mm stop, item# 46-1006, lot# ni; drill 1.5x70mm 40mm stp j-nt, item# 01-9197, lot# ni. The user facility is foreign; therefore, a facility medwatch report will not be available. Report source: (B)(6).

Event description:
It is reported that drill bits are breaking during surgery. The drill bits broke while powering on the drill away from the patient. No patient consequences were reported.